Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. No sample returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. It is alleged that the patient had unspecified injuries. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex. It is alleged that the patient had unspecified injuries. As alleged, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex (device #1). Per operative notes, ¿identified the hernia sac and was dissected down. A ventralex mesh (device #1) was then placed into the defect using prolene sutures.¿ (B)(6) 2012 - patient was diagnosed with acute abdominal pain with chronic abdominal wall hernias. (B)(6) 2013 - patient was diagnosed with large incisional hernia thereby underwent open repair with the implant of composix l/p mesh (device #2). Per operative notes, ¿there were numerous adhesions in the hernia sac, and these were taken down. A composix l/p mesh (device #2) was then placed and secured using prolene sutures.¿ (note: there was no mention/visualization of the previously placed ventralex mesh (device #1) during this procedure.) (B)(6) 2013 - patient visited hospital for abdominal abscess. (B)(6) 2013 - patient was diagnosed with infected abdominal wall mesh thereby underwent repair with removal of meshes (device #1 & #2). Per operative notes, ¿the incision was carried down along the fistula tract. The mesh was adherent to the abdominal wall, and this was taken down around all edges. All sutures were removed where the mesh was displaced. And this mesh was also involved in the purulent material. The mesh was completely removed.¿ attorney alleged that the patient had adhesions, infection, pain and hernia recurrence.

Manufacturer narrative:
The cause of the patient's post-op complications cannot be determined at this time. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of ventralex mesh, patient was diagnosed with bacterial infection, fistula, hernia recurrence, abscess, mesh migration, abdominal pain and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, adhesions, fistula, mesh migration as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4, d.6b, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the mesh ¿ composix l/p (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.